Event description:
Event description cpi received information that during the implant procedure of this implantable pulse generator (ipg) it could not be interrogated. The ipg exhibited an error message. The leads were disconnected from the ipg and the unit still could not be interrogated. The ipg had been interrogated prior to being placed on the sterile field. The ipg was eventually able to be interrogated and was implanted.